Event description:
S/p breast ca and reconstruction initial stage done in 2005. Implant expanded with total 1050ml ns in end of september. Seen five mos later implant was deflated. Brought back to or implant sent to pathology for examination.